Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that pump modules were assessed and found with cracked interior doors. This was observed by bd representatives during their site visit. There was no patient involvement.

Event description:
It was reported that pump modules were assessed and found with cracked interior doors. This was observed by bd representatives during their site visit. There was no patient involvement.

Manufacturer narrative:
Additional information: manufacturer narrative. Investigation summary: the reported of the cracked interior door was not confirmed reviewing the data and no malfunction device were provided for testing. The external and internal inspection could not be performed as the suspect pump module were not received for investigation. The facility provided a description of the event issue. During the on-site visit to the hospital, the bd team evaluated eight (8) pump modules, including one (1) cracked interior door, a loose pivot latch screw, one (1) broken top case, two (2) third-party keypads, one (1) stuck module latch, and one (1) green-corroded right iui. All damage to the devices is external, so it is caused by improper use of the pump or missing maintenance. No laboratory testing was able to be performed on the reported devices as they were not returned for investigation. A review of the logs could not be performed, as the suspect devices were not received, and the battery log, error log or event logs were not provided. Per the alaris directions for use (dfu v12.1), qualified personnel must ensure that the appropriateness of drug dosing limits, drug compatibility, and instrument performance, as part of the overall infusion. Potential hazards include drug interactions, inaccurate delivery rates and pressure alarms, and nuisance alarms. Proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. Proper care and maintenance are essential for keeping the alaris system in good condition. To ensure efficient operation, use the tipsheet set loading and unloading, follow the correct close/open door procedure with two hands and correct inspection procedures. Root cause: the root cause of the reported that cracked interior door cannot be determined from the provided information and emails. There were no devices returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.